Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Findings: unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.